Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the single use 3-lumen extraction balloon v broke off while inside the patient and they were able to retrieve it, and when completing the bedside cleaning they retrieved some balloon remnants in the scope. No patient harm was reported. Additional procedural details have been requested but not yet provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive cause for the ruptured balloon was not established, however the following factors may have contributed to the reported event including: the balloon was inflated rapidly, or the balloon was over inflated. It is also possible that the balloon was not completely deflated when the subject device was inserted into the endoscope. This caused the balloon which was not completely deflated to catch in the endoscope channel, damaging the balloon. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ before use, prepare and inspect the instrument as instructed below. Inspect other equipment to be used with the instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety, such as an infection control risk, tissue irritation, punctures, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·the volume of air in the balloon should not exceed the parameters specified in the tables in chapter 8, ¿specifications¿. Otherwise, the balloon may burst. ·do not inflate the balloon rapidly. Otherwise, the balloon may burst. ·inflate the balloon with air only. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·do not use the balloon catheter to retrieve a calculus that is larger than the fistula or lumen size. Doing so could cause patient injury such as bleeding or mucous membrane damage. It could also burst the balloon or cause the balloon to become stuck in the fistula or lumen, resulting in the distal end of the instrument breaking off and remaining inside the fistula or lumen. ·the volume of the air in the balloon should not exceed the parameters specified in the tables in chapter 8, ¿specifications¿. Otherwise, the balloon may burst or may not deflate properly. When the balloon does not deflate, do not operate the balloon catheter with excessive force. Otherwise, the distal end of the instrument may break off and could remain inside the patient. ·confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is inflated, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as punctures, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. ¿¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator, if applicable) until the instrument passes smoothly. This could cause patient injury, such as punctures, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument." Olympus will continue to monitor the field performance of this device.